Manufacturer narrative:
Device analysis report is attached. Device analysis indicated device failure. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on july 10, 2023.

Event description:
Per the clinic, the patient experienced poor performance with the device. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery.